Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003, which is indicative of battery voltage too low for the projected remaining capacity. An engineering analysis was requested. The analysis showed that the error code is valid and had confirmed that the power consumption was increasing in a gradual fashion. This appears consistent with capacitor degradation due to hydrogen gas content in the sealed device atmosphere. Device replacement was recommended. To date, this device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.